Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) level of above 600 mg/dl and diabetic ketoacidosis. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the pump touch screen was unresponsive, and shut off, subsequently stopping insulin delivery. During troubleshooting with tandem technical support, the pump was functioning as intended, however, customer maintained the pump was not functioning properly. Reportedly, customer continued to use the pump for insulin therapy.